Manufacturer narrative:
(B)(4). Batch # p55y7j. Additional information received: per the sales rep, when the reload was removed from the device there were ¿little white pieces¿ noticed on the reload itself, which may have effected how the reload was seated in the device. The reload was not fired. The rep inspected the cartridge and noted that the cartridge pan is bent, but this may have occurred when the reload was removed from the device, depending on how it was removed. Per the rep, the cartridge was not fired and the sled had not advanced. The analysis results showed that one gst60g reload was received unfired, with the pan detached from the cartridge. While no conclusion could be reached as to how the pan became dislodged from the reload. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the third or fourth firing, when the surgeon was going to make the pouch, the device was loaded with a green reload and no buttressing material. The surgeon noticed that when closing the jaws, the device did not feel right and the reload cartridge seemed to not be seating properly. The cartridge was removed from the device and set aside. The same device was loaded with a new green reload and continued the procedure without issue. There were no adverse consequences for the patient.